Manufacturer narrative:
(B)(4) probe break.

Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used for a percutaneous nephrostolithotomy (pcnl) procedure on (B)(6) 2013. According to the complainant, the ultrasound probe was torqued against the scope, the display turned black and the device broke into 2 pieces due to the friction on the scope. The 2 probe broken pieces were retrieved from inside the patient. It is unknown how the broken pieces were retrieved. They used another of the same probe to complete the case. The condition of the patient following the procedure was reported as fine.